Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a thoraco/lobectomy procedure, the insulation cover was missing on the device. The piece was found on the floor. There was no patient injury and a new device was used to continue the procedure.

Manufacturer narrative:
Evaluation summary one device was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found the entire electrode to have been bent as though exposed to excessive force. The blue heat shrink had marks in it as thought the electrode had been grasped by a metal object. The insulation was scorched around this area. The insulator had disengaged and was returned. The reported condition was confirmed. The blue heat shrink insulation holds the insulator in place and damage to the insulation can cause the clear insulation disengage. The damage to the electrode indicates possible mishandling of the electrodes. It also may have been cleaned with an abrasive material. This cleaning method would also contribute to the insulator disengaging. The device failed hipot testing around the damaged blue insulation. The investigation identified the root cause of the reported event to be attributed to damage from mishandling. The instructions for use states: "the electrode has a coating to reduce sticking of eschar. Cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode is damaged, discard it." Correction: if information is provided in the future, a supplemental report will be issued.